Manufacturer narrative:
(B)(4).

Event description:
Quarterly summary report for alleged cartridge alarm 19: it was reported that cartridge alarm 19 occurred during the load sequence or during basal/bolus delivery. The issue was addressed by loading a new cartridge or reverting to an alternate method of insulin delivery. There was no adverse impact to the user.